Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device.

Event description:
It was reported that during a procedure, the drill that's included in the fibertak biceps implant set, ar-3670, ¿cold welded¿ into guide. It would not come out even on back table; the implant never came in contact with patient. A second ar-3670 was opened and worked flawlessly. No adverse effect to the patient.